Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving 15 mg/ml morphine at a dose of 3 or 4 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the patient wanted to know if he could use his personal therapy manager (ptm) programmer after an MRI to see the status of the pump as he had an upcoming MRI. The MRI was do to a problem with the manufacturer's device/therapy. On (B)(6) 2017 the patient was given a diagnosis of structural damage, or tolerance, or granuloma and they figured out the patient had to have diagnostics to determine the next steps. On (B)(6) 2017 the patient got a cat scan and did not get clear answers but was told he had a granuloma and had to get it better defined and that was the reason for the upcoming MRI. On (B)(6) 2017 the patient was given a 20% increase to assist so the patient was not bedridden. The patient had an upcoming MRI as a result of the cat scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional (hcp). It was reported that no granuloma was demonstrated on the MRI or the CT.